Event description:
It was reported that during an unspecified spinal surgery that the flex arm will not stay tight. No complications were reported.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
Additional information: product was returned. Functionally evaluated instrument's rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The mechanism of failure is consistent with anticipated wear of the instrument cable.